Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient reported an issue with the sensor, stating that it was providing inaccurate readings. The issue began on (B)(6) 2026 at approximately 1:00 am pst while on vacation in california. At that time, the dexcom device was displaying a ¿low¿ reading; however, the patient did not perform a fingerstick (fs) test to confirm. The patient experienced symptoms of thirst and nausea and consumed juice in response to the low cgm reading. Later that same day, the patient travelled by air from (B)(6). While in flight, the patient continued to experience nausea and thirst and began to feel significantly unwell. The patient alerted a flight attendant, who requested assistance from any medical professionals onboard. An emt responded and provided care, which included a fingerstick test, which showed a glucose level of 580 mg/dl, while the dexcom device continued to display a ¿low¿ reading, anti-nausea medication and approximately one litter of water per hour until landing. Upon arrival, the patient was transported to the emergency room (ER). In the ER, additional glucose testing and IV treatment were administered, although the patient was unable to recall the specific glucose values obtained there. The patient was discharged after approximately 12 hours and was doing well. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the emts came, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.